Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 380 mg/dl. Customer stated that her pump was exposed to a magnet for long periods of time. Customer stated that the alarm occurred during the fill cannula. Customer had a software error alarm. Customer stated that the pump is exposed to a magnet 8 hours a day. Customer was advised to disconnect from the pump. Customer stated that they are unable to complete the rewind sequence. Customer also had a motor position encoder error alarm. Customer was unable to troubleshoot for the alarms as customer cannot exit rewind loop. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.